Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint regarding thermal damage was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. The thermal damage was first observed after the procedure. It is unknown if the instrument collided with an energy instrument during the procedure. No arcing was observed. There was no injury to the patient. The instrument is not available for return and there is no photographic images available for review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, thermal damage was noted on the pulley cover of the maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.